Event description:
Physician reported that during implantation of the device the trailing haptic detached. The lens was cut into two pieces and removed. The physican believes he may have inflicted some damage to the patient's cornea during the removal procedure that negatively affected the patient's visual acuity. Patient's prognosis is unknown at this time.